Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The report of display missing segments was investigated and could not be duplicated.

Event description:
The customer reported the n65p pulse oximeter was missing display segments. There was no patient involved.